Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was working in her barn with her horses, she did not have any symptoms of her bg being low as she is asymptomatic. The patient stated she did not hear or receive any alerts from her cgm and loss consciousness. The patient was treated by her husband with baqsimi glucagon nasal spray and regained consciousness after this. When a fingerstick was taken the cgm was reading 137mg/dl and the blood glucose reading was 51 mg/dl. The patient recovered after treatment and the blood glucose reading was 117 mg/dl when another fingerstick was taken. No further treatment was reported to have been necessary. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.